Manufacturer narrative:
During procedure, a 5mm x 15mm 155 cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured. The target lesion was the superficial femoral artery to the popliteal artery. The lesion had calcification. An ipsilateral antegrade approach was made. A competitor's guidewire was used to cross the lesion and the saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used for pre dilation. However, it ruptured within its nominal pressure. There was no patient injury. The device was returned for analysis. A non-sterile unit of a saber rx 5mm x 15mm 155cm was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. Blood residues were observed inside the balloon and guidewire lumen. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per sem analysis, a balloon burst was observed during inflation test. Analysis revealed the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies adjacent to the rupture. The outer surface presented evidence of bulged/peeled off material and scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It appears the balloon material adjacent to the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17627897 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst - at/below rbp¿ was confirmed since the balloon was noted to have a burst during the inflation test. However, the cause of the unit¿s condition as received, could not be conclusively determined. Based on the information available for review, vessel characteristics such as calcification may have contributed to the burst as results showed that the outer surface of the balloon presented evidence of scratch marks and bulged/peeled off material. Therefore, it is assumed that a mechanical damage due to a sharp object caused the condition on the balloon. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the saber percutaneous transluminal angioplasty (pta) balloon catheter rupture. There was no patient injury. The lesion was from the superficial femoral artery to the popliteal artery. The lesion had calcification. An ipsilateral antegrade approach was made. A competitor's guidewire crossed the lesion. A saber pta was used for pre dilation. However it ruptured within its nominal pressure. The device will be returned for analysis.